Event description:
Needle would not retract; I used my dexcom g6 inserter and the applicator would not retract. The adhesive had already set in and the needle was stuck in me. I eventually soaked off the adhesive and pried the needle out. The metal wire was no where to be found. I went to the doctor and got an ultrasound to make sure the wire was not inside of me. I went live on (B)(6) to get help. When I did that, I realized that this was happening to many other diabetic across the world. I started a survey to raise awareness as well, so far 387 others have had this issue. This is a manufacturing issue with a certain lot/batch.(B)(6). FDA safety report ID # (B)(4).